Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-02515 for a description of the first device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the physician used too much pressure when he depressed the plunger to throw the mesh leg through the sacrospinous ligament, causing the needle carrier to bend and fail to retract. The physician was then able to manually force the carrier to retract, so there was no damage to the patient's tissue upon removal of the capio. The procedure was completed with another capio device, with no complications to the patient, who is reportedly "doing well" post-procedure.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).